Manufacturer narrative:
Product event summary: it was confirmed from logs that the programmer's power supply had overheated. It was also found that the system fan was noisy and the stylus was missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating and stopped working. The programmer has been returned to service. No patient complications have been reported as a result of this event.